Manufacturer narrative:
(B)(4). Batch #m90x35. The device was received with the blade broken off and returned with the device; along with the broken blade a clip was returned in the plastic bag. Upon further visual inspection of the device, the blade was noted to be discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen04. During functional testing an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an laparoscopic cholecystectomy, the blade was broken off outside the patient in. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.